Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a follow-up medwatch will be filed. (B)(4).

Event description:
This is the first of two reports on the same pt involving the same product used in the right eye. Refer to medwatch 9681121-2010-00058 for a description of the second report involving the left eye. The pt posted in an internet blog on (B)(6) 2010 that over the last month, she has experienced discomfort, light sensitivity, and a decrease in vision. The pt stated that she was examined by her eye care professional on (B)(6) 2010 and told she had ulcers in her right eye and that her left eye was "cut up". The pt stated that her eye care professional told her that her eyes were "dry and starving for moisture". The internet blog posting was read by the device manufacturer on (B)(4) 2010. This event was identified from an internet blog. No contact info was provided, therefore, no further follow-up can be performed.